Event description:
Device issue: material rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that the procedure was to treat the proximal circumflex lesion, which was mildly tortuous, heavily calcified and has a 99% stenosis. The rx voyager balloon catheter was advanced to the lesion with some resistance noted. Then, the balloon was inflated to unspecified atmosphere and ruptured during the first inflation. Reportedly, there were no pt effects. Though requested, no add'l event or pt info is available.

Manufacturer narrative:
(B)(4). The device is expected to be returned for eval. It has not yet been received. The lot number was provided. Review of the device history record is forthcoming. A f/u report will be submitted with all add'l relevant info.